Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device lot number 9804737. Manufacturing location: synthes (B)(4). Date of manufacture: 07-may-2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation revision surgery of the fibula. All existing hardware was removed due to failure of reduction, with no malfunction of product. This could of possibly been caused by the patient weight bearing too soon. Patient had new hardware implanted at time of revision, a 5 hole right 2.7mm variable angle(va) locking compression plate (lcp) and unknown number of va locking screws and unknown number of 3.5mm cortical screws. The quantity of screws total is six (6). There was no delay in surgery. Patient's outcome is unknown. This report is 1 of 3 for (B)(4).